Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient was implanted 2 years ago and has had two bouts of meningitis. The patient contracted otitis media which then complicated into meningitis. The first episode was a year ago and the second last week. The patient is currently admitted on IV rocephin. The physician is considering next steps for this patient which might include removing the implant. As per surgeon's opinion, the meningitis occurrence is due to the patient's anatomy (cochlear malformation). As per later information, the patient has responded well to antibiotics.

Manufacturer narrative:
Additional information: the patient was implanted two years ago and has had two bouts of meningitis most likely due to device unrelated medial reasons, namely the reported recurrent otitis media in combination with cochleo-vestibular malformation. The latter is encountered in cases of recurrent meningitis also in the absence of a cochlear implant. Additionally, an incidental cyst at the stapedial footplate was considered to be the portal of entry for the infection from the middle ear to the meninges. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. Based on latest information received, the recipient recovered and the device remains implanted and in use. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. Re-implantation is being considered.

Event description:
The recipient was implanted 2 years ago and has had two bouts of meningitis. The recipient contracted otitis media which then complicated into meningitis. The first episode was a year ago and the second last week. The patient is currently admitted on IV rocephin. The physician is considering next steps for this patient which might include removing the implant. As per surgeon_s opinion, the meningitis occurrence is due to the patient's anatomy. Based on latest information received, the recipient recovered and the device remains implanted and the recipient is getting benefit from it.